Event description:
On (B)(6) 2012, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a patient presented with chest pain. On (B)(6) 2012: vista, result: 18:18, time: <0.02 sample a. On (B)(6) 2012: I-stat, result: 18:23, time: 0.21 sample b. On (B)(6) 2012, I-stat, result: 18:35, time: 0.00 sample b. Based on the information available, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4)